Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the is-1 pin of the lead looked bent and it was not possible to put it in the header of the device. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.